Event description:
I am a victim of allergan's coolsculpting and have been diagnosed with pah (paradoxical adipose hyperplasia). I was told in the consent that one simple lipo would correct this and that is false information. I need a full tummy tuck now. An incredibly invasive procedure. Allergen does not pay all the costs and it's fraud what they tell you in the consent. The risk of pah requiring multiple painful procedures is significant as that tissue regrows. I'm disturbed that this product continues to damage and deform people and that patients have to pick up the bill for surgeries, a significant amount of missed work and pay, therapy from suffering and psychological distress. Please relook at this medical device and talk to the plastic surgeons that have to fix pah: the tissue is difficult to work with and often regrows. Allergen should pay for all costs and list these horrible risks in their consent. I feel let down by them for misrepresenting the facts of this side effect and even you for clearing this device. At medical clinic. Do not know. FDA safety report ID # (B)(4).